Manufacturer narrative:
As reported, the sealant of the mynx grip vascular closure device 5f came out of the device. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The 5f competitor procedural sheath was pulled back to the shuttle handle. The device was returned in a deployment jam position (sealant inside the shuttle cartridge and the advancer tube still inside the shuttle cartridge). The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path. No anomalies were observed. Functional testing per mynx instructions for use (IFU) was performed by manually retracting the procedural sheath and the shuttle cartridge back to the black handle. Slight resistance was felt during the unsheathing. Upon un-sheathing, the sealant was found exposed to blood, swelling up. The condition of the returned device indicates a probable device deployment jam. A product history record (phr) review of lot f1907501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant exposed prior to use¿ was not confirmed through analysis of the returned device due to the condition in which it was received. However, the condition of the returned device indicated a device deployment jam likely occurred, which does not match the reported issue. The exact cause of the issue reported and the received condition could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, procedural/handling factors may have led the sealant to prematurely be exposed to moisture/blood as evidenced by the blood soaked sealant still inside the shuttle. It should be noted that if the sealant is prematurely hydrated and adhered to the catheter shaft and/or shuttle tubing, this may create resistance and hinder the device from unsheathing the sealant during the deployment. According to the IFU, which is not intended as a mitigation, ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the mynxgrip instructions for use (IFU) instructs users to remove the balloon catheter from the tray by holding the green/grey shuttle hub and pulling the device out from the protective tubing. If the device was grabbed by the catheter handle instead of the green/grey shuttle hub when being removed from the packaging, the shuttle could be detached from the black handle, resulting in the sealant being exposed prematurely. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of the mynx grip vascular closure device 5f came out of the device. There were no reported patient injuries. Additional procedural details were requested but are unknown. Additional information obtained from the product analysis states that the device was returned in a deployment jam position (sealant inside the shuttle cartridge and the advancer tube still inside the shuttle cartridge).